Event description:
Caller reported damage to the pump housing surrounding the usb port, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The technical support team arranged a replacement for the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode and return the problematic pump using a pre-paid label within 10 days. The customer will use multiple daily injections (mdi) as backup therapy, and the pump was still under warranty.